Event description:
During a cti ablation procedure using rf, a procedural delay occurred due to the inability to visualize the tactiflex catheter. The ampere connect port remained gray throughout the attempt. Additionally, no signals were detected on the recording system when connected via the bank 1 horsetail. Troubleshooting efforts included exchanging two catheters, the rf cable, the ampere connect cable, and the ampere generator with no resolution. The procedure was completed without the use of the mapping system, relying on fluoroscopic (x-ray) guidance instead. There were no adverse patient outcomes. The ensite x amplifier was suspected to be the source of the issue.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.